Event description:
Reportedly, surgeon fired instrument got two complete donuts. Then tested the staple line and a leak occurred around the anastamoses. Surgeon repaired leak by making an 4 inch incision and over sewing staple lines. Procedure: lap colon.